Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and there was blood leakage from the three-way stopcock valve (the side port). Less than 1ml of blood leakage was identified. There were no damages or dislodgments noted on the hemostatic valve, brim cap, or hub. No air entered the patient's body. The sheath was replaced and the procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
On 18-feb-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and there was blood leakage from the three-way stopcock valve (the side port). Less than 1ml of blood leakage was identified. There were no damages or dislodgments noted on the hemostatic valve, brim cap, or hub. No air entered the patient's body. The sheath was replaced and the procedure was successfully completed. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed, the hemostatic valve was observed in place and the side port was observed in good conditions. A back pressure test was performed, and no leakage or issues were observed. A device history review was performed for the finished device number lot 60000739 and no internal action related to the complaint was found during the review. There was no side port leakage detected. The complaint was not duplicated, and it could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Inject or saline flush only from the side port. Flush and maintain continuous saline. Using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).